Event description:
Related manufacturer reference number: 2017865-2025-99390. It was reported that patient presented to a dual chamber leadless pacemaker (lp) implant procedure after undergoing a pulmonary vein isolation ablation. The delivery catheter and right ventricular lp were inserted into the patient for about two minutes before a drop in blood pressure was noticed. The system never crossed the tricuspid valve. Further investigation with an intracardiac echocardiography catheter revealed a cardiac effusion and tamponade had developed. Physician suspected the effusion may have developed during the ablation portion of the procedure and did not state any inclination that the lp was the cause. Fluid was drained from the patient and device was not implanted. Patient was recovering and being monitored after the event.

Manufacturer narrative:
The catheter was returned due to perforation. As received, a catheter was returned in one piece with a device attached. Visual and x-ray inspection of the catheter did not find any anomalies with the exception of damage occurring at time of procedure. The device was able to be removed with no restrictions.

Manufacturer narrative:
The catheter was returned due to adverse event without identified device or use problem. As received, a catheter was returned in one piece with a device attached. Visual and x-ray inspection of the catheter did not find any anomalies with the exception of damage occurring at time of procedure. The device was able to be removed with no restrictions. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.